Event description:
Facility has had numerous flow meters "pop" or break due to overpressurization from the flow regulator. In-house testing revealed all of the regulators were operating between 90 to 155 psi including 6 regulators which were tested out of the box. An in-house recall has been instituted.